Manufacturer narrative:
08/31/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and blood within inner lumen and membrane. The stat-gard sleeve was torn into three pieces. The returned sheath was over the catheter. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink located 2.3cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extension tubing was performed and no other leaks were detected. The evaluation confirmed the reported problem. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the catheter tubing and membrane causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #: (B)(4); record ID: (B)(4) supplement - device evaluation.

Event description:
After 3 days of intra-aortic balloon (iab) catheter therapy blood was seen in the catheter. It was noted that the top of balloon lumen was fractured. The iab was replaced. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
After 3 days of intra-aortic balloon (iab) catheter therapy blood was seen in the catheter. It was noted that the top of balloon lumen was fractured. The iab was replaced. There was no injury or harm to the patient.